Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device diagnosed by ultrasound. The device was explanted and replaced with a non-allergan device. Left side.

Event description:
Physician reported ruptured device diagnosed by ultrasound. The device was explanted and replaced with a non-allergan device. Left side.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified broken shell and missing shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive."